Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image showed the harmonic ace instrument and a piece of material protruding outward from the tip of the head. No conclusive determination can be made based on this analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument was not recognized. The procedure was completed with no reported injury. Intuitive surgical, inc (isi) followed up with the initial reporter and obtained the following additional information regarding the reported event: the harmonic ace instrument was inspected before use with nothing found out of the ordinary. No fragment fell into the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Upon verification, the site confirmed and verified that the product received and investigated on by intuitive surgical, inc. (Isi) for failure analysis is the referenced product under this complaint and this is the harmonic ace instrument with lot number l85230309.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The recognition test was performed a total of three times and passed. The instrument moved intuitively with a full range of motion in all directions. The clamp arm opened and closed properly. No available logs for review. Further observations found the instrument to have a broken blade. The blade broke at roughly 0.344¿ from the base. The broken piece was returned.

Event description:
Refer to h10/h11 for follow-up information.